Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for review. Following review, it appeared that the event log file captured low flow alarm events on 28sep2025, 29sep2025, 30sep2025, and 01oct2025. There were also several momentary low flow events recorded. There did not appear to have been any type of mechanical circulatory support (mcs) equipment issues causing the events. The patient experienced episodes of hypertension while on an epinephrine during turning or patient care. There were no symptoms observed during the time of the low flows. The patient received blood products and colloids. Their vital signs and labs were critically stable. The cause of the low flow alarms was identified to have been related to hypertension and hypovolemia. The low flow alarms resolved. Additional log files were submitted, which identified momentary low flow events from 24sep through 03oct2025. The events were very brief and did not generate an alarm. Log files from (B)(6) 2025 revealed low flow alarm events on 09oct2025, which appeared to have occurred at times when the pi was elevated. There did not appear to have been any type of external mcs equipment causing the events.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard alarms. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account identified hypertension, hypovolemia, and low volume as the cause of the alarms. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The controller event log files collectively contained events from (B)(6) 2025 through (B)(6) 2025. Intermittent low flow hazard alarms were captured throughout the files, which were associated with elevated puisatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions, such as hypertension, can result in low flow. Section 6 of the IFU, "patient care and management", states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional log files were submitted from 10oct2025. The event log continued to capture intermittent low flow alarms, as well as multiple brief low flow estimates when the calculated pulsatility index (pi) was elevated on (B)(6) 2025. The estimated flow fluctuated below the 2.5 lpm threshold. The estimated flows averaged 1.1 to 2.4 lpm and the pi averaged 4.4 to 11.9 during the events. There did not appear to have been an unusual rotor faults or abnormal pump faults seen in the event log. It was reported that the patient was given the epinephrine, blood products, and colloids due to vasoplegia, low volume postoperatively. The low flow alarms were due to the low volume and resolved with crystalloids and blood products given. The patient was hemodynamically stable and awaited disposition to acute rehab.